Manufacturer narrative:
Date of this submission is (B)(4) 2011. This closes out this report unless additional significant info is received.

Event description:
Consumer reports that there were strings missing.